Event description:
Crack at inner side of the grip parts were found upon inspection of the returned loner kit from the hospital. There was no report from the hospital on this issue. Therefore, there was no information on how the crack was formed.

Manufacturer narrative:
Investigation in progress but not yet complete.